Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, concentric 99% stenosed de novo lesion at the bifurcation of the left circumflex post dilatation was attempted with the voyager nc but it ruptured during the first inflation below the nominal inflation pressure. The device was removed and a 3.5x10 non-abbott balloon was used to complete the procedure without issue. No patient effect was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon catheter: 3.5x10 hiryu, 2.0x15 life spear; guide wire: bmw universal ii, runthrough; guiding catheter; heartrail jl3.5; stent: 2.5x18 xience v (x2). Balloon rupture can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. Reportedly, the target lesion was mildly tortuous, mildly calcified and two stents were deployed at the lesion. In this case, it is likely that the balloon may have become damaged during interaction with the lesion calcification and stent implant such that the balloon ruptured. Additionally, there was no damage noted during preparation for use. Although there are no indications of a product quality deficiency, since the device was not returned, a conclusive cause for the reported balloon rupture can not be determined.